Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month post-operative CT showed compression of the iliac limb stent graft in the presence of significant narrowing and angulation at the location of the native aortic bifurcation, resulting in a occlusion from the aortic body sealing rings down to the bilateral iliac limb stent grafts with retrograde flow to the lower extremities. As of the date of this report, the patient has not returned for additional follow-up and there is no planned re-intervention. There have been no additional patient sequelae reported.